Event description:
The patient was receiving oxygen via a ventilator. She was being monitored by a spacelabs monitoring system that included an ECG/respiration module and pulse oximeter module with a 00 communications interface board.between 11 pm of 4/13/92 and 7 am of 4/14/92 the pulse oximeter indicated that the patient had desaturated to 50-70%. Even though the patient was pink and resting quietly, the oxygen was increased to 87-97% based on the saturation levels indicated by the pulse oximeter module.between 7 and 10 a.m. On 4/14/92, clinicians became suspicious of the pulse oximeter reading due to the continuing low saturation readings, the high oxygen levels, and the patient's continuing good color and overall condition.a decond pulse oximeter from a different manufacturer was attached to the patient. The second unit indicated saturation levels of 98% while the spacelabs unit indicated a level of 70%. Both units appeared to be operating fine with no signal quality messages or problems.at about 9 a.m. On 4/14/92, clinical engineering was notified of and observed the reported problem. Various attempts were made to determine and correct the problem. These included changing sites, probes, cables, modules and monitors.gross reporting error were able to be generated on two different spacelabs monitors, using spacelabs pulse oximeter modules with both the 00 and 01 communications interface boards, with different cables, probes and sites. No clear explanation could be determines.based on the initial spacelabs pulse oximeter readings, the patient's oxygen level was increased to 87--97%. When the readings from the second pulse oximeter were obtained, the patient was weaned down to 40% oxygen by early afternoon of 4/14/92.the possibility that this interval of increased oxygen administration might contribute to retinopathy of prematurity in this patient was expressed. Due to the patient's age at the time of the incident, this could not be verified. Since then, the patient had developed grade iii rop and has required laser therapydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: factory trained/authorized/owned service organization. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.